Manufacturer narrative:
A corroded keypad was found. All of the buttons functioned properly. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 12.7 mmol/l. The customer stated that the alarm occurred while exercising on the treadmill. The customer was advised to revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was agreed to return the device for analysis.